Event description:
Customer reportedly received results of 419 mg/dl on the advantage system and 140 mg/dl on a professional's meter within 10 minutes. The discrepant results were obtained at the physician's office. No high or low blood symptoms reported. No action was taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.